Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The returned filter was returned for evaluation. One broken arm (w/shoulder anchor) was also returned with the filter. The filter exhibited 5 arms and 6 legs present and intact. The based on the apex also exhibited dried tissue which could not be removed. The complaint investigation is confirmed for a filter arm (w/shoulder anchor) detachment. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that during a scheduled vena cava filter retrieval procedure, guided fluoroscopy demonstrated a detached limb embedded in the ivc wall. A snare device was used to capture and retrieve the filter and detached limb successfully. There is no reported patient injury.